Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the failure of the ccd unit, which might be caused by the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6)(oekg). Oekg was checked the subject device and found that the reported phenomenon was duplicated due to the failure of the imaging unit, and also found that there was no mechanical damage on the exterior. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.